Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that an emergency physician was called and performed CPR. Review of the patient's download data indicates the patient received five appropriate shocks on the date of passing. The appropriate shocks failed to convert the patient's vf arrhythmia. Per clinical review of the available ECG recording, the device was started up at 23:52:49 on (B)(6) 2021. The patient was in sinus rhythm at 70 bpm with pvc's at 05:45:08. The patient's rhythm then degraded to vf. The patient received the five appropriate shocks at 05:45:41, 05:46:10, 05:46:44, 05:47:19, and 05:47:49. The patient's rhythm at the time of each shock and post-shock rhythms were vf with motion artifact. The device was shutdown at 06:00:32 on (B)(6) 2021.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: 11/25/2019, belt: 11/27/2019.